Event description:
It was reported that during an rf ablation procedure the device was reading impedances during the sensory and motor stimulation test. The procedure was canceled and rescheduled for a later date. A local anesthetic was used. There was no user/pt injury and no medical intervention was required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.